Event description:
It was reported to philips that the device rotation movement failed. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced propeller potentiometer which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user must avoid utilizing the specified angle to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that when the frame reached 30 degrees, the device would shut down and restart. Fse reviewed the log files and found a position error, which indicated the propeller potentiometer was defective. To resolve the issue, fse replaced the propeller potentiometer. After which, the system was returned to good working condition.